Manufacturer narrative:
G4: 24feb2020. B4: (B)(6)2020. The touch screen was returned to the manufacturer for failure investigation (fi). The fault found on the returned touch screen was that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported that there was a failure in manipulation of touchscreen. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The touch screen was replaced. The reported issue was resolved.